Event description:
Scrub tech experienced rash, redness, pain and open sores. Occupational health and workman's compensation involved. She was also going to see a dermatologist.

Manufacturer narrative:
Due to the customer's inability to provide the lot number, the device master history record could not be reviewed. Moreover, in the absence of the sample, a detailed analysis could not be carried out, therefore the root cause could not be determined. Historical trending was done. The esteem smt glove has passed all product testing prescibed by regulatory agencies for the intended use. However, the possiblity of some individuals experiencing dermal reactions to certain chemicals or coatings used during the manufacturing process can not be ruled out.